Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia (vt) an intellamap orion high resolution mapping catheter and a intellanav stablepoint open-irrigated catheter were selected for use. The patient experienced a pericardial effusion that was promptly resolved via pericardiocentesis. The procedure was then completed with no patient complications. The device is not expected to be returned for analysis. It was further reported that the catheters were in the left ventricle when the pericardial effusion was discovered. Ablation had been taking place for about 45 minutes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The orion's instructions for use state "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to: pericardial effusion."

Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia (vt) an intellamap orion high resolution mapping catheter and a intellanav stablepoint open-irrigated catheter were selected for use. The patient experienced a pericardial effusion that was promptly resolved via pericardiocentesis. The procedure was then completed with no patient complications. The device is not expected to be returned for analysis. It was further reported that the catheters were in the left ventricle when the pericardial effusion was discovered. Ablation had been taking place for about 45 minutes.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The orion's instructions for use state "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to:... Pericardial effusion".

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The orion's instructions for use state "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to:... Pericardial effusion".

Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia (vt) an intellamap orion high resolution mapping catheter and a intellanav stablepoint open-irrigated catheter were selected for use. The patient experienced a pericardial effusion that was promptly resolved via pericardiocentesis. The procedure was then completed with no patient complications. The device is not expected to be returned for analysis. It was further reported that the catheters were in the left ventricle when the pericardial effusion was discovered. Ablation had been taking place for about 45 minutes.

Event description:
It was reported that during an ablation procedure to treat ventricular tachycardia (vt) an intellamap orion high resolution mapping catheter and a intellanav stablepoint open-irrigated catheter were selected for use. The patient experienced a pericardial effusion that was promptly resolved via pericardiocentesis. The procedure was then completed with no patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.